Event description:
It was reported that the user experienced difficulty attaching the connector during a supply change, noted no initial drops, and found the adapter not fully locked; the user then pressed the cartridge into the pump, observed wetting of a paper towel used to check for drops, and completed the change with approximately half the expected insulin remaining, after which user education on proper connector engagement and restarting with a rewind was provided. Symptoms included none. Outcomes included no hospitalization, no medical intervention, and restoration of normal use after education. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed user technique error related to incomplete connector engagement leading to insulin loss during the change. It was concluded that, based on previously established findings for similar reports, the event resulted from component failure.